Manufacturer narrative:
H4: device manufacture date: the lot was manufactured fromjuly 7, 2020, to july 8, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was discovered preparation, prior to patient use. The device contained sodium chloride. There was no patient involvement. No additional information is available.